Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) (B)(4) alarm. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse (rn) contacted baxter's (B)(4) regarding a system error (se) 2267 alarm which occurred on the homechoice (hc) during fill. The baxter technical service representative(tsr) explained the se indicates a large amount of air has entered setup and advised the rn to cycle power to clear the alarm. The tsr informed the rn to start over using new supplies. The tsr reviewed proper procedures per the user manual with the rn. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.